Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that extract transform load (etl) process was delayed, resulting in report data that was not current. A technical support specialist mentioned reports were printing, the data was not current, and an error message stating etl process delayed. Report data not current was displayed in health sight viewer. The reported data did not match station information, resulting in incomplete and inaccurate reports and operational delays. The issue was escalated to a specialist and identified that a previous service password change caused the structured query language (sql) reporting job to stop running. The password was corrected, the sql job was restarted, and the etl process completed successfully. The customer was contacted by phone to verify resolution and confirmed normal operation. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user experienced issues with scheduled reports. Although all scheduled reports were printing, the data was not current. When accessed health sight viewer (hsv), an error message displayed stated extract transform load process delayed. Report data was not current. The customer was able to manually generate reports; however, the information was outdated, missed significant data, and does not match the data displayed on the stations. As a result, the customer was unable to accurately determine which stations required refilling, caused significant operational delays. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.